Event description:
Pt's physician reported pt's is displaying a technical inspection due alert. Physician stated the pt did not realize the device was providing warning alarms prior to technical inspection because they are blind. Pt was admitted to the hospital with a blood glucose >900 mg/dl and was treated with insulin drip and injections of insulin. There was no allegation against the device.